Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the meter was tested and the primary complaint was not confirmed. However, a secondary issue was noted. On (B)(4), 2011 the test strips were tested and on performance testing with control solution and er4 was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) is k093745. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The patient contacted lifescan australia alleging an "error 2" error message with the subject meter as soon as the test strips are inserted. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.